Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited disappearing panel lights and alarm activation when cavity mode was selected after the power was turned on. There was no patient involvement.

Manufacturer narrative:
Additional data:h7, h9.

Event description:
No additional customer info.